Event description:
It was reported that during a prophylactic generator replacement, the patient¿s lead was found to be worn on the casing. The lead impedance was within normal limits, however, the surgeon decided to replace the lead anyway. Additional relevant information has not been received to-date. The explanted device has not been received by the manufacturer to-date.

Event description:
The explanted device was received and analysis was completed for the returned lead. The outer silicone tubing was abraded open at multiple locations along the lead body. Note that since a portion of the lead including the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.